Manufacturer narrative:
H3: the concerto coil was returned for analysis. The concerto coil was returned within its introducer sheath. The concerto pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. No bends or kinks were found with the concerto pusher. The concerto implant coil was found still attached to the pusher. The implant coil appears to be damaged. Blood was found within the introducer sheath. The introducer sheath was backflushed to remove the blood. The concerto coil could not be pushed out from within the introducer sheath; therefore, was pulled out proximally. The concerto implant coil was then detached using an in-house instant detacher (ID) without issue. Based on the device analysis and reported information, the customer¿s ¿pusher kink/damage¿ repot could not be confirmed. No bends or kinks were found with the returned concerto coil. Regarding the customer¿s ¿non-detachment¿ report the issue was confirmed. The returned concerto implant coil still attached to the pusher. However, the cause of the reported ¿non-detachment¿ could not be determined. There does not appear to have been an attempt to detach the concerto coil using either the ID or manual method (via hbi). In addition, no defect was found with the returned concerto coil that would have contributed to the event. No issues were encountered detaching the concerto coil using an in-house ID. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer report # 2029214-2022-02094 for the other coil involved in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that they attempted to deploy the coil from the sheath. On examination the internal wire had a kink in it thus the coils could not be detached. They tried another coil of the same size and a similar problem occurred. They ended up using a smaller size which deployed.